Event description:
It was discovered in testing that a pump experienced door not fully latched alarms. It was determined that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Testing experienced a door not fully latched alarms. The unit was rec'd inoperable due to "door not fully latched" alarm caused by loose link screw (upper). The alarm was resolved during evaluation by adjusting the screw with the door performing as expected. The link screws were replaced.